Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that leaking began within two (2) hours of starting a twelve (12) hour infusion of parenteral nutrition. Per reporter the leaking occurred where the "tubing meets the white part that connects to a lumen." It was reported that the parenteral nutrition bag was discarded. No adverse patient effects were reported.